Manufacturer narrative:
(B)(4).

Event description:
The pt had a broken spinal catheter. A replacement was planned. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.